Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that there was a water leak at the connection between the bag spike and the water feedset tube during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) for inspection and it was connected to a water bag to check for leaks. Results: during the water bag test, a drop of water began to build at the connection between the feedset tube and waterbag spike. A sufficient amount of glue was found at the spike and feedset tube connection. A lot check revealed no other complaint of this type for lot number 120216. Conclusion: a sufficient amount of glue was found to have been applied to the spike tubing connections. The glue was found to be partly bonding. We were unable to determine the cause of this failure. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This product would have failed the final pressure test if it was in a broken state during production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).